Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient felt that her pacemaker implant site might be infected. She neglected to fill the antibiotic prescription that was given to her at the time of the procedure. When the patient presented she had a fever. She was given an antibiotic to take and lab work was ordered. The patient was seen for a follow-up on (B)(6) 2010 and no infection was noted.